Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared on this cardiac resynchronization therapy pacemaker (crt-p) system due to high out of range pacing impedance measurements on the left ventricular (lv) lead, measuring greater than 2000 ohms. It was noted that the right ventricular (rv) lead exhibited noise and the impedance measurements increased from about 500 ohms to 1400 ohms. The patient's rv lead was a non-boston scientific product. Boston scientific technical services (ts) provided troubleshooting options. The physician elected to continue to monitor the patient and crt-p system. This crt-p system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that left ventricular (lv) lead exhibited noise. It was noted the noise was not sensed and all other measurements were within normal limits. Boston scientific technical services (ts) recommended continuing to monitor. This lv lead remains in service. No adverse patient effects were reported.